Event description:
Reporter stated that pt is in hosp for erratic blood glucose (20-400's [mg/dl]). Around 10 am in 2004 the pt became unconscious (pt lives in a nursing home). Staff at nursing home were unable to revive pt - paramedics were called. Pt was disconnected from device at nursing home. Pt is a very brittle diabetic. Event was assumed to be related to the pt's blood glucose level, but no add'l info was provided, including info about the pt's blood glucose readings or treatment rec'd by the pt. Pt was still in hosp at time of report.